Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735773; product ID: 9735787. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple annex g codes were reported. G02002 corresponds to the concomitant product 9735773. G02027 corresponds to the concomitant product 9735787. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a problem with the uninterruptable power supply (ups) and battery of the main cart. A battery service error appeared. There was no patient involvement.

Manufacturer narrative:
H3: the 48v battery (product: 9735773, lot: 2425) was returned to the manufacturer for analysis. The battery was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c19, and fdc d14 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(6). H2-3) the uninterruptable power supply (ups) was returned to the manufacturer for evaluation. After functional testing and visual/ph ysical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h2) please see section d9 for when the ups was returned for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the battery was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.